Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an error code 1102 check vent: primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer replaced the speaker to attempt to resolve the reported issue, but it did not repair the device. The customer ordered a central processing unit printed circuit board assembly to resolve the issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.